Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pumps from emergency support program (esp member). Customer called for assistance with a leak in iab circuit alarm on a cs300 during use, patient harm or injury was not reported at the time of the call. I was unable to reach (B)(6) at the number provided by dispatch; it was a non-functioning number. We called customer back to notify them and they provided me with the main hospital number. We called that number and was on hold for 6 minutes before being routed to the unit. When I reached the unit, a nurse who answered the phone said the alarm had gone off and they looked for blood but didn¿t see any and that was ¿like 20 minutes ago.¿ I asked her to hurry to the room and let me know how long the pump had been in standby. She gave the phone to customer, and he notified me that therapy had been in standby for 30 minutes. We encouraged him to notify the attending who was already at the bedside. I informed him of the 30-minute standby and told him not to restart therapy because of the extended time in standby. Due to the urgent nature of the need for intervention, customer ended the phone call and stated he would call me back with complaint information and to further discuss the alarm and appropriate troubleshooting. I did not hear from him again throughout the evening. We attempted to contact any staff that could provide me with complaint information for the balloon catheter and console. I spoke to the charge nurse and she reported having a cs300 at the nurse¿s station that had an ECG issue. Complaint information obtained. She was unfamiliar of the issue from the prior shift but was able to transfer me to (B)(6), the bedside nurse of the current balloon pump patient. (B)(6) did report that the previous shift had a reported issue but that the attending restarted the pump, and it was working well. I reviewed the nature of the alarm with (B)(6) and troubleshooting steps if it were to happen again. I also reviewed our timeline of 30 minutes for therapy in standby to prevent clot formation on the balloon catheter. Complaint information obtained. We also discussed providing the most direct number to reach the caller to prevent delay in call back time. (B)(6) agreed to pass along all the information to the team and was appreciative of the call back.